Manufacturer narrative:
This report is filed june 9, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced chronic pain at the implant site and was treated for an infection with injectable antibiotics (date and duration not reported). Clinical management of the patient is ongoing. The implanted device remains.